Event description:
--

Event description:
Boston scientific received information that immediately following implant of this cardiac resynchronization therapy defibrillator (crt-d) and implantable defibrillation lead, non-physiologic signals were observed on the right atrial (ra), right ventricular (rv) and left ventricular (lv) channels. The signals were oversensed resulting in pacing inhibition for this pacemaker dependent patient. It was reported that the ra port was plugged and programmed off due to chronic atrial fibrillation (af). Additionally, it was reported that during the implant procedure, the physician felt the needle go through the silicone of the suture sleeve, however, didn¿t feel as though the lead had been punctured. Boston scientific technical services (ts) reviewed the electrogram (egm) and discussed oversensed complexes appeared to be consistent with air bubbles. Ts discussed if air bubbles were present, should dissipate within a few hours. Subsequently, during a post-operative follow up one day post implant, continued intermittent oversensing of non-physiologic complexes was observed on the rv channel. Ts discussed troubleshooting options. An invasive procedure was performed approximately five days post implant. No additional adverse patient effects were reported.

Manufacturer narrative:
The pocket was reopened and noise was observed on the rv lead, especially when tapping on the device. The device and lead were successfully explanted and replaced. The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a thorough evaluation of the device was performed. Visual observation noted a cored out hole in the right ventricular (rv) df-4 seal plug. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Laboratory analysis confirmed the reported clinical observations due to the hole in the seal plug.